Event description:
It was reported that when the device was turned on; the pt experienced abdominal cramps. The pt suspected the stimulation to be the cause. The pt was admitted to the hosp and was in fair condition. Further info is being requested.